Manufacturer narrative:
Updated fields: b4, d4(version or model #), g4, g7, h2, h6, h10, h11. Corrected fields: d4 (catalog#, UDI#), h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that the abp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce reported issue and no autofill records were observed in the fault logs. The fse did not confirmed if the unit was returned to the customer. Additional information is being requested and as soon as it is provided, we will submit a supplemental report. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.